Event description:
Physician reported right side "implant rupture". Confirmed by MRI. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell, and red particles on gel. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Further reported, was "small drops of seroma liquid inside the gel". The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side "implant rupture". Confirmed by MRI. Device remains implanted.